Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding and a consumer a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was receiving sub-optimal stimulation. An impedance test was performed and the right lead showed impedances greater than 10,000 ohms on all electrodes. The patient was reprogrammed to optimize therapy using the other lead. Surgical intervention wasn't planned and the representative noted that the issue was resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative 2018-07-25. It was reported he cause of the high impedances was not known. No further complications were reported/anticipated.